Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary surgery, artificial head replacement surgery, was performed 12 years before. Revision surgery was performed due to a problem on the acetabular side. It was found that removed stem with black stain on medial portion of stem.

Manufacturer narrative:
Reported event: an event regarding revision involving an exeter stem was reported. The event for revision was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicated that the stem is damaged. Surface deformation consistent stem-cement interface was also observed on the body of the stem; in addition to damage consistent with contact with explantation tooling. -clinician review: no medical records were received for review with a clinical consultant. -device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised. Visual inspection of the returned device indicated that the stem is damaged. Surface deformation consistent stem-cement interface was also observed on the body of the stem; in addition to damage consistent with contact with explantation tooling. The reason for revision was not clearly stated. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary surgery, artificial head replacement surgery, was performed 12 years before. Revision surgery was performed due to a problem on the acetabular side. It was found that removed stem with black stain on medial portion of stem.